Event description:
It was reported that post catheter placement, the catheter was allegedly damaged. It was further reported that catheter was allegedly leaked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one hickman 7 fr d/l catheter, in two segments, with a terumo syringe was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. A complete circumferential break was noted approximately 6.8cm from the distal end of the y-body. However the surface of the circumferential break was noted to be smooth with striations. The investigation is confirmed for the reported fluid leak and fracture issue, as a partial diagonal break was noted approximately 5.8 cm from the distal end of the y-body. The edges of the diagonal split appeared jagged. The rupture appeared to affect both lumens of the catheter. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 01/2025). Device pending return.

Event description:
It was reported that post catheter placement, the catheter was allegedly damaged. It was further reported that catheter was allegedly leaked. There was no reported patient injury.